Event description:
Baxter affiliate reports one incident of a pt death which occurred after the dialysis treatment. Pt complained of mild leg cramps during the last hour of the dialysis treatment. Pt completed the treatment and went home. Pt was brought into the hospital 1.5 hours later. Pt was intubated and artificially ventilated with no pressure or peripheral pulse. Resuscitation efforts were unsuccessful. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death. No further info available.